Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, [10] retention samples from bd inventory were evaluated and no defective parts were found during the inspection. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle customer found needle plug was incomplete. The following information was provided by the initial reporter. The customer stated: "on (B)(6) 2023, when the nurses in our hospital were preparing to test the patient, they found that the needle plug was incomplete, and immediately replaced it with a new blood gas needle for the patient's test, and reported it to the department of devices."